Event description:
A cartridge alarm 30 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The issue occurred during the load process, and the customer successfully resolved the problem after two cartridge replacements with assistance from technical support, enabling them to resume insulin therapy.